Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted the handle was received with a fully depleted battery and the handle was inserted into a charger to charge. Eventually, the charging light-emitting diode (led) changed to solid green and the handle was removed from the charger but it did not initialize. The handle was opened up and the individual cell voltages were measured. The thermoc ouple was intact and both battery cells were found to be vented. The handle's battery was replaced with a known working one and the handle was placed on a charger then removed. The handle initialized and the organic light-emitting diode (oled) screen worked, the piezo did not sound, and the motor test passed. A clamshell and adapter were attached and calibrated. All four rotation buttons were functional and both green safety keys were functional and illuminated properly. The device tested satisfactorily and no strange noises were heard during retract. A loading unit was attached, recognized, and articulated without difficulty. The handle was disassembled and the q12 was noted to be damaged. The logs were pulled via the sd card and analysis of the logs noted no battery errors. During the last use in the field, it was noted that there was a low battery warning message that was displayed. There were unknown resets observed in the logs, too. It was reported that the device fired slower than normally expected and the screen displayed red battery error. The reported issues could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the device gave unexpected or uncharacteristic audible feedback of normal use. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: damaged q12 transistor. The product analysis noted evidence that the device was not used as intended. This issue may occur due to rough handling such as the handle being dropped. Another unreported condition was identified: the battery was found to be vented. The most likely cause for the additional condition is traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colon procedure, the power handle was in the charging station and was taken fully charged. The operation did not take long, and it could be fired several times. However, the last magazine was released very slowly and made very strange noises. It was also noted that there was something shown about the battery. Also, it was reported that the battery charger¿s pin was broken or lost. Another power handle and battery charger were used to complete the case. There was no patient injury. Medtronic's initial evaluation of the incident is that an analysis of the system logs noted that the handle was opened up and both batteries were found to be vented.